Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The patient's implant card was received which indicated that the lead was replaced due to a lead discontinuity. However, lead impedance was marked "ok" on the card. The explanted devices were discarded. Attempts have been made for additional information; however, they have been unsuccessful. No additional information has been provided.

Event description:
On (B)(4) 2013, it was reported that the patient would be scheduled for surgery due to high impedance. The patient had this lead revision surgery along with a prophylactic generator replacement on (B)(6) 2013. Attempts are being made for additional information and product return. No additional information has been provided.